Event description:
It was reported that while a patient presented to clinic for follow up, the right ventricular (rv) lead exhibited noise oversensing. Programming changes were performed and the rv lead will continue to be monitored. The patient was stable throughout.